Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a procedure to exclude a thoracic abdominal aneurysm on the (B)(6) female patient, the introducer valve began to leak. As the room was dark during the procedure, the leakage was not noted until the patient's blood loss began to drip onto the floor. As the patient blood loss equaled approx. 1 liter, a transfusion was given at this point. The introducer has been exchanged. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Date of birth reported as (B)(6). A review of the complaint history, device history record, instructions for use (IFU), trends, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. A flexor raabe guiding sheath (sheath and dilator) were returned for investigation. No damage was noted to the sheath tubing or dilator tubing. Upon visual inspection of the silicone disc, biomatter and an opaque substance were found. It is possible that the opaque substance is dried contrast agent. After flushing the sheath, a leak test was performed by occluding the sheath tubing with hemostats and injecting water through the connecting tube assembly using a syringe. No leakage occurred. The dilator was fully inserted into the sheath and then removed. Another leak test was performed. Leakage was detected through the center of the silicone disc. It was reported that several 5f catheters and 0.035 wires had been utilized through the sheath; exchanging devices several times through the sheath may have affected the silicone disc's ability to maintain hemostasis. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.